Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Unable to confirm compromised forced system sensor and button and keypad unresponsive due to blank display. Pump tested with no audio or beep anomaly. Pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed a compromised force system sensor after the pump got wet and the buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 218 mg/dl at the time of incident. Troubleshooting was done for fluid in pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.